Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic failure. Unit was swapped with another. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact phone: (B)(6). A getinge field service engineer evaluated customer stated device was having a fiber optic failure during use. Unit was swapped with another unit to avoid patient therapy. Onsite tested device with fiber optic tester and was unable to duplicate said failure. Upon further investigation, it was found that the blue fiber optic sensor extension had been physically broken. Replaced assembly and verified unit had no failure. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).